Event description:
It was reported by svc report that the bed scale was inaccurate. It was further found that the bed extender cable was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: head end load cells, bed extender cable.